Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states on (B)(6)-2016 who had essure (fallopian tube occlusion insert) inserted on (B)(6)-2009 for permanent sterilization. Near the end of 2009, plaintiff presented to her ob/gyn to request tubal ligation permanent sterilization. Physician recommended the essure device. On or about (B)(6)-2009, plaintiff underwent the essure procedure. On or about (B)(6)-2010, a hysterosalpingogram (hsg) test was performed and showed that her fallopian tubes were fully occluded. Almost immediately after the essure procedure, plaintiff began experiencing extreme hot flashes and night sweats so severe she had to sleep on a beach towel. In (B)(6)-2011, plaintiff saw physician reporting her symptoms of headaches/migraines, and itching over her body, changes in pigmentation of her skin and blood blisters and was prescribed a steroid cream to treat the itching. The symptoms subsided for a few months after treatment, but returned. She also developed the following symptoms, including, but not limited to: severe menstruating pain, extreme abdominal cramping, lower back pain, weight gain, a metallic taste in mouth, gum issues, extreme fatigue, pain during intercourse and hair loss. On or about (B)(6)-2013, she saw physician regarding her continuing symptoms. On (B)(6)-2014, plaintiff underwent a biopsy due to her ongoing skin problems and was informed that it was an allergic reaction and prescribed the same steroid cream she was prescribed in 2011. On or about (B)(6)-2015, plaintiff saw physician, and was officially diagnosed with lichen sclerosus, an autoimmune disorder that may be caused by an overactive immune system or an imbalance of hormones. On or about (B)(6)-2016, plaintiff underwent nickel allergy testing and was informed that she had a severe allergy to nickel. Upon information and belief, the essure device in plaintiff's left fallopian tube has migrated towards her ovary. Plaintiff continues to seek treatment and will likely need surgical removal of the essure devices. Follow-up information received on 26-apr-2016 - quality-safety evaluation of ptc: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Company causality comment: this spontaneous non-medically confirmed, legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and essure device in left fallopian tube has migrated towards her ovary. This event is serious due to medical significance and listed in the reference safety information for essure. During essure micro-insert therapy, there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion (into uterus or out of the body), migration (distal fallopian tube or peritoneal cavity) or occur as a result of a uterine perforation. In the present case, limited information was provided. Reporter mentioned that left essure has migrated towards the ovary; the exact date of the event was not informed. Given the nature of the reported event, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident due to device migration reported. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure device in left fallopian tube has migrated towards her ovary") in a 32-year-old female patient who had essure (batch no. 664654) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pre-eclampsia. Concurrent conditions included overweight, vulval itching, dysfunctional uterine bleeding, menses irregular with excessive bleeding, leiomyoma and benign fallopian tube neoplasm. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, 9 days after insertion of essure, the patient experienced dysmenorrhoea ("severe menstruating pain / dysmenorrhea (cramping)"), fatigue ("extreme fatigue"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse),"), hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems"), headache ("headaches"), cyst ("cyst nos"), vaginal discharge ("vaginal discharge"), the first episode of weight increased ("weight gain") and weight decreased ("weight loss"). In (B)(6) 2010, the patient experienced lichen sclerosus ("lichen sclerosus") with pigmentation disorder and blood blister. On (B)(6) 2011, the patient experienced migraine ("headaches/ migraines"). On (B)(6) 2011, the patient experienced allergy to metals ("severe allergy to nickel") with pruritus generalised, blister and acne. On (B)(6) 2013, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower, pelvic pain and abdominal pain, hot flush ("extreme hot flashes"), night sweats ("night sweats so severe"), back pain ("lower back pain"), the second episode of weight increased ("weight gain"), dysgeusia ("metallic taste in mouth"), gingival disorder ("gum issues") and alopecia ("hair loss"). The patient was treated with surgery (supracervical ysterectomy (partial) with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, lichen sclerosus, allergy to metals, hot flush, night sweats, migraine, dysmenorrhoea, back pain, the last episode of weight increased, dysgeusia, gingival disorder, fatigue, dyspareunia, alopecia, hormone level abnormal, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, headache, tooth disorder, cyst, vaginal discharge and weight decreased outcome was unknown. The reporter considered allergy to metals, alopecia, back pain, bladder disorder, cyst, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, gingival disorder, headache, hormone level abnormal, hot flush, lichen sclerosus, menorrhagia, migraine, night sweats, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, weight decreased, the first episode of weight increased and the second episode of weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming events: lichen sclerosis,menorrhagia, dysmenorrhea most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs +mr received, lot number received, reporter added, patient historical and concomitant condition added,events added as follows:- hormonal value changed, vaginal haemorrhage, menorrhagia,blister,acne,bladder disorder,urinary tract disorder, headache, tooth disorder,cyst, vaginal discharge,weight increased, weight decreased, pelvic pain, abdominal pain. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure device in left fallopian tube has migrated towards her ovary") in a 32-year-old female patient who had essure (batch no. 664654) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pre-eclampsia. Concurrent conditions included overweight, vulval itching, dysfunctional uterine bleeding, menses irregular with excessive bleeding, leiomyoma nos and benign fallopian tube neoplasm. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, 9 days after insertion of essure, the patient experienced dysmenorrhoea ("severe menstruating pain / dysmenorrhea (cramping)"), fatigue ("extreme fatigue"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse),"), hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems"), headache ("headaches"), cyst ("cyst nos"), vaginal discharge ("vaginal discharge"), the first episode of weight increased ("weight gain") and weight decreased ("weight loss"). In january 2010, the patient experienced lichen sclerosus ("lichen sclerosus") with pigmentation disorder and blood blister. On (B)(6) 2011, the patient experienced migraine ("headaches/ migraines"). On 29-jun-2011, the patient experienced allergy to metals ("severe allergy to nickel") with pruritus generalised, blister and acne. On (B)(6) 2013, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower, pelvic pain and abdominal pain, hot flush ("extreme hot flashes"), night sweats ("night sweats so severe"), back pain ("lower back pain"), the second episode of weight increased ("weight gain"), dysgeusia ("metallic taste in mouth"), gingival disorder ("gum issues"), alopecia ("hair loss") and depression ("depression"). The patient was treated with surgery (supracervical ysterectomy (partial) with bilateral salpingectomy). Essure was removed on(B)(6) 2016. At the time of the report, the device dislocation, lichen sclerosus, allergy to metals, hot flush, night sweats, migraine, dysmenorrhoea, back pain, the last episode of weight increased, dysgeusia, gingival disorder, fatigue, dyspareunia, alopecia, hormone level abnormal, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, headache, tooth disorder, cyst, vaginal discharge, weight decreased and depression outcome was unknown. The reporter considered allergy to metals, alopecia, back pain, bladder disorder, cyst, depression, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, gingival disorder, headache, hormone level abnormal, hot flush, lichen sclerosus, menorrhagia, migraine, night sweats, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, weight decreased, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: immediately after essure removal, abdominal stabbing gradual decreased. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming events: lichen sclerosis,menorrhagia, dysmenorrhea most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received and the following information was provided: depression was added as event. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure device in left fallopian tube has migrated towards her ovary") in a 32-year-old female patient who had essure (batch no. 664654) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pre-eclampsia. Concurrent conditions included overweight, vulval itching, dysfunctional uterine bleeding, menses irregular with excessive bleeding, leiomyoma nos and benign fallopian tube neoplasm. Concomitant products included lisinopril. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, 9 days after insertion of essure, the patient experienced dysmenorrhoea ("severe menstruating pain / dysmenorrhea (cramping)"), fatigue ("extreme fatigue"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse),"), hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems"), headache ("headaches"), cyst ("cyst nos"), vaginal discharge ("vaginal discharge"), the first episode of weight increased ("weight gain") and weight decreased ("weight loss"). In (B)(6) 2010, the patient experienced lichen sclerosus ("lichen sclerosus") with pigmentation disorder and blood blister. On (B)(6) 2011, the patient experienced migraine ("headaches/ migraines"). On (B)(6) 2011, the patient experienced allergy to metals ("severe allergy to nickel") with pruritus generalised, blister and acne. On (B)(6) 2013, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower, pelvic pain and abdominal pain, hot flush ("extreme hot flashes"), night sweats ("night sweats so severe"), back pain ("lower back pain"), the second episode of weight increased ("weight gain"), dysgeusia ("metallic taste in mouth"), gingival disorder ("gum issues"), alopecia ("hair loss") and depression ("depression"). The patient was treated with surgery (supracervical hysterectomy (partial) with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, lichen sclerosus, allergy to metals, hot flush, night sweats, dysmenorrhoea, back pain, the last episode of weight increased, dysgeusia, gingival disorder, fatigue, dyspareunia, alopecia, hormone level abnormal, menorrhagia, bladder disorder, urinary tract disorder, headache, tooth disorder, cyst, vaginal discharge, weight decreased and depression outcome was unknown and the migraine and vaginal haemorrhage had resolved. The reporter considered allergy to metals, alopecia, back pain, bladder disorder, cyst, depression, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, gingival disorder, headache, hormone level abnormal, hot flush, lichen sclerosus, menorrhagia, migraine, night sweats, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, weight decreased, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: immediately after essure removal, abdominal stabbing gradual decreased. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.5 kg/sqm. Hysterosalpingogram - on(B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming events: lichen sclerosis,menorrhagia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-sep-2018: pfs received outcome of event " migraine and bleeding" were updated as resolved. Concomitant drug was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure device in left fallopian tube has migrated towards her ovary") in a 32-year-old female patient who had essure (batch no. 664654) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pre-eclampsia. Concurrent conditions included overweight, vulval itching, dysfunctional uterine bleeding, menses irregular with excessive bleeding, leiomyoma nos and benign fallopian tube neoplasm. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, 9 days after insertion of essure, the patient experienced dysmenorrhoea ("severe menstruating pain / dysmenorrhea (cramping)"), fatigue ("extreme fatigue"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse),"), hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems"), headache ("headaches"), cyst ("cyst nos"), vaginal discharge ("vaginal discharge"), the first episode of weight increased ("weight gain") and weight decreased ("weight loss"). In (B)(6) 2010, the patient experienced lichen sclerosus ("lichen sclerosus") with pigmentation disorder and blood blister. On (B)(6) 2011, the patient experienced migraine ("headaches/ migraines"). On (B)(6) 2011, the patient experienced allergy to metals ("severe allergy to nickel") with pruritus generalised, blister and acne. On (B)(6) 2013, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower, pelvic pain and abdominal pain, hot flush ("extreme hot flashes"), night sweats ("night sweats so severe"), back pain ("lower back pain"), the second episode of weight increased ("weight gain"), dysgeusia ("metallic taste in mouth"), gingival disorder ("gum issues"), alopecia ("hair loss") and depression ("depression"). The patient was treated with surgery (supracervical ysterectomy (partial) with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, lichen sclerosus, allergy to metals, hot flush, night sweats, migraine, dysmenorrhoea, back pain, the last episode of weight increased, dysgeusia, gingival disorder, fatigue, dyspareunia, alopecia, hormone level abnormal, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, headache, tooth disorder, cyst, vaginal discharge, weight decreased and depression outcome was unknown. The reporter considered allergy to metals, alopecia, back pain, bladder disorder, cyst, depression, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, gingival disorder, headache, hormone level abnormal, hot flush, lichen sclerosus, menorrhagia, migraine, night sweats, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, weight decreased, the first episode of weight increased and the second episode of weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: immediately after essure removal, abdominal stabbing gradual decreased. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming events: lichen sclerosis, menorrhagia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2018: quality-safety evaluation of ptc update. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.